Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the third inflation at 8 atmospheres for 30 seconds, the balloon ruptured in the middle vertically. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.